Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that the system alarm and indicator light is crossed. The rse guided the customer to perform operation inspection, and after completing the inspection, no faults were found. The operation test was successfully passed, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was confirmed.

Manufacturer narrative:
Reporting institution name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device alarmed and indicator light was crossed.¿ . The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.